Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 354 mg/dl and the cause was not known. After a 10 unit correction bolus was delivered, the bg dropped to 55 mg/dl. The customer reported that the 10 units was the correct amount and was not an over-bolus. Food was consumed to address the low bg. Upon follow up, the bg was within the target range (173 mg/dl) and the customer had no further questions.